Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
It was reported that a vns patient had their device explanted due to an infection. Follow-up to the provider indicated that the infection was believed to be due to the most recent battery replacement surgery. The generator site had been found to be infected and upon surgery to remove the device, the lead was also found to be infected, and was removed in order to prevent continued infection of the device. Review of the manufacturing records for the lead and generator revealed the devices were sterilized prior to distribution. Additional relevant information has not been received to-date.